Event description:
It was reported that during a procedure at the user facility, the device would not turn off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during testing conducted at the manufacturer facility the device ran while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.